Manufacturer narrative:
(B)(4).

Event description:
Procedure: sils colectomy. According to the reporter: the sils stitch was working fine when dr (B)(6) took the device out to reload it for the 2nd time and the device tip broken. He was unable to load the suture reload and had to re-open another device. Nothing fell into the pt cavity. There was no bleeding of 500cc or more. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss. The incision was not extended by more than one inch. The procedure was not converted to an open procedure.

Manufacturer narrative:
Tracking number (B)(4).